Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of alinity I anti-hbc ii reagent lot number 50530be00. The ticket search determined that there is normal complaint activity for the likely cause lot. Return testing was not completed as returns were not available. A review of tracking and trending data did not identify any related trends for the product for the issue. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (biomex seroconversion panel scp-hbv-001 and scp-hbv-004). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I anti-hbc ii reagent lot number 50530be00.updated information in section g1: contact office address 1, contact office city, contact office postal code, contact office country, contact office first and last name, contact office email, contact office phone number, contact office fax number.

Event description:
The customer observed false nonreactive alinity I anti-hbc ii results for one patient. The results provided were: on (B)(6)2023 sid (B)(6).7 anti-hbc ii=0.71 s/co (< 1.00 s/co= nonreactive) /when anti-hbc igm=4.86 s/co (reactive) additional information provided: hbsag=4.85 s/co (reactive); anti-hbs=0.00 miu/ml (negative); hbeag=24.63 s/co (reactive); anti=hbe=1.74 s/co (negative) the customer only concern for false nonreactive anti-hbc ii results. The customer agrees with all other additional provided hepatitis panel results, therefore no further testing results provided. There was no reported impact to patient management.

Event description:
The customer observed false nonreactive alinity I anti-hbc ii results for one patient. The results provided were: on (B)(6) 2023 sid (B)(6).7 anti-hbc ii=0.71 s/co (< 1.00 s/co= nonreactive) /when anti-hbc igm=4.86 s/co (reactive) additional information provided: hbsag=4.85 s/co (reactive); anti-hbs=0.00 miu/ml (negative); hbeag=24.63 s/co (reactive); anti=hbe=1.74 s/co (negative) the customer only concern for false nonreactive anti-hbc ii results. The customer agrees with all other additional provided hepatitis panel results, therefore no further testing results provided. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.